Manufacturer narrative:
The analysis results confirmed that the blades (a & b) were returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. The instructional insert warns: "scratches on the blade may lead to premuature blade failure". Blade c was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a laparoscopic hysterectomy, the blade was broken out. He changed to use another two blades and they were also broken.